Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported the patient underwent left total hip arthroplasty on (B)(6) 1992. Subsequently, the patient was revised on (B)(6) 2015 due wear of the polyethylene acetabular liner. The liner and modular head were removed and replaced.